Event description:
The customer reported x-ray disabled error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.